Event description:
It was initially reported that a patient was experiencing an increase in seizures and interrogation of the device revealed that it was at end of service. The patient has been referred for generator revision surgery. Good faith attempts to obtain additional information have been unsuccessful to date.